Event description:
One of three possible part and lot numbers. Either 03-222-2 or 03-2421-0 or 03-2432-7. Three events occurred-two at a facility and one another facility. Disconnects from quinton permcath catheters. This event occurred 2.25 hours into treatment. The machine did not alarm. The catheter was implanted approximately 1 year ago. Estimated blood loss 200cc. No add'l adverse effects.